Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the broken cable by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found: the cable cover was broken. The endoscopic image was flickered with stripe noises or disappeared. Ccd was corroded and some black dots occurred to the endoscopic image. The cable had a failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During hysteroscopy, the user found that the endoscopic image became abnormal. The user completed the procedure with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.